Event description:
A malfunction alarm occurred, but no notable events preceded it, and the customer's blood glucose level did not exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer in doing so. The malfunction code did not recur, and the customer was advised to continue using the pump and instructed to call back if the malfunction code recurred.